Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronics. Unable to verify low battery life due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that his insulin pump won't turn back on after he replaced the battery. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the blank display and the issue persisted. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.